Manufacturer narrative:
(B)(4). Concomitant medical product - exc abt rnglc-x shl ha/pc 052m pc dia52mm, item 131352ha, lot 2828138, therapy date (B)(6) 2018. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00843.

Event description:
It has been reported by the hospital that a patient underwent an initial right hip arthroplasty on. Subsequently, a revision procedure was performed due to elevated metal ion levels and alval.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.